Event description:
Consumer called to report concerns about their meter's accuracy. Compared their meter readings to that of a lab. Analysis run on clark error grid lab reading (45) as ref. Point vs. Bd readings of 120 yielded data points in the d zone of the grid, outside of acceptable limits.